Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is approximately (B)(6). Possible models could include the sprint fidelis(6930, 6931, 6948, 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: outcomes in pacemaker-dependent patients upgraded from conventional pacemakers to cardiac resynchronization therapy-defibrillators. Heart rhythm. 2014;11(6):1008-1014. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths, patients who received inappropriate shocks, apparent lead fractures, high pacing thresholds, hematomas requiring evacuation, oversensing, failure to pace, and "electrical abnormalities." The lead status is unknown; however, many leads were replaced prophylactically. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: upon further review, this literature publication/article has been previously reported via two individual 3500a regulatory reports numbered: 2182208-2014-01874 and 2182208-2014-01875 and were submitted on (B)(6) 2014 and were sent in a timely manner.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths, patients who received inappropriate shocks, apparent lead fractures, high pacing thresholds, hematomas requiring evacuation, oversensing, failure to pace, and "electrical abnormalities." The lead status is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.